Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was damaged during the patient's recent open heart surgery and exhibited high pacing thresholds. Boston scientific technical services (ts) suggested to re-evaluate the patient at discharge. The lead was explanted. No additional adverse patient effects were reported.